Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.0/1.5/70, implantable collamer lens found the lens damage during loading the lens into the cartridge. There was no patient contact. Cause of event was unknown.